Event description:
It was reported that, the arthroplasty was revised due to infection. The acetabular components and femoral head were revised. The components were implanted in situ for approximately 0.50 y. Additional info: the pt had the initial surgery in 2004, was revised with a femoral head/poly liner exchange in the (B)(6) 2011, and the reported event wherein the reported devices were explanted occurred in the (B)(6) 2011.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical multi, cat# 508-11-56f, lot# 6834701; v40 cocr fit head 40mm/+8, cat# 6260-9-340, lot# mjt6lp. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. Device history review determined all devices in the reported lots were accepted into final stock within sterility specifications and with no reported discrepancies. Complaint history review found no other related events for the reported lots. If additional info becomes available, it will be submitted in a supplemental report.